Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that the patient presented with left leg pain approximately 3 months later. A CT scan was carried out and revealed the left limb was fully occluded. The physician reported the cause of the event was due to landing the distal end of the limb in a bend in the common iliac artery during the index procedure but did not realize it at the time as there was a stiff wire up that side, so they did not fully appreciate the landing zone. An intervention procedure was carried out and the endurant ii bifurcated stent graft was relined with an endurant ii aui from the right side. An additional endurant ii limb was also implanted from the right side and a fem-fem bypass was carried out during the intervention procedure. The event was resolved. No additional clinical sequelae were reported and the patient is fine.